Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) oversensing of right atrial (ra) activity once lv sensing was turned on. The health care professional (hcp) turned off lv sensing. Lv thresholds were 0.7v@1.0ms, current lv output was 2.0v@0.4ms, and then lv output was changed to 1.5v@1.0ms. It was also noted that right atrial (ra) noise was a known issue. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). During same procedure, the right atrial (ra) lead was surgically abandoned and replaced due to oversensed noise, loss of capture, and low pace impedances attributed to suspected lead damage. No adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) oversensing of right atrial (ra) activity once lv sensing was turned on. The health care professional (hcp) turned off lv sensing. Lv thresholds were 0.7v@1.0ms, current lv output was 2.0v@0.4ms, and then lv output was changed to 1.5v@1.0ms. It was also noted that right atrial (ra) noise was a known issue. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). During same procedure, the right atrial (ra) lead was surgically abandoned and replaced due to oversensed noise, loss of capture, and low pace impedances attributed to suspected lead damage. No adverse patient effects were reported. This crt-d was returned for analysis.